Event description:
A cusa excel 23 khz nosecone was involved in an incident during a liver resection, which was described as follows; the unit was in use perhaps (towards the end of the resection) perhaps 1 - 1.25 hours. The case was a laparoscopic right liver resection that had to be converted to open due to abnormal right portal vein anatomy. The whole procedure took around 7-8 hours and the incident happened after around 6 hours. The equipment settings were; tissue select (standard) but had been used at 2 plus, aspiration 7 or 8, amplitude 7 or 8, irrigation 6 or 7. The valleylab diathermy was connected to the handpiece and being controlled by the handpiece blue button. No other energy sources were being used. The actual sequence of events was that the handpiece burnt the operator, and which caused the operator to drop it on the bowel, which was then burnt. Unfortunately the operator was examining their own injury and hence the more severe injury to the bowel. The foot control was not operational at the time as I had stepped away from the table. The diathermy unit was indicating (audible tone) that current was being passed through the handpiece, despite the button not being depressed ensuring a full thickness burn to the bowel. Presumably the tip had reached a very high temperature during the transaction with the diathermy being fully operational to causing the handpiece to be dropped. The irrigation was not checked at the time and it was questioned, in retrospect, whether this had failed for some reason during the transaction as well, to cause such extraordinary heat. The operator burn was superficial and required no treatment.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation because the unit was discarded. An investigation has been initiated based upon the reported information.